Event description:
It was reported that the bard silastic 18 and 20 french foley catheters - recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Catheter stopped draining as intended. It was reported that the given lot# was ngjx5831.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard silastic 18 and 20 french foley catheters - recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Cather stopped draining as intended. It was reported that the given lot # was ngjx5831. Per additional information received via email on 06oct2025, no patient harm was reported. All patients that were impacted by this device had foley replaced.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.